Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure within the common bile duct as part of the (B)(4). According to the complainant, the patient underwent a biliary stent placement procedure for a mid biliary stricture secondary to liver transplant on (B)(6), 2010. The stricture had been previously treated with a sphincterotomy, balloon dilatation, and a plastic stent (which was removed during the placement of this stent). According to the physician, a sphincterotomy was not performed during this procedure, and he was able to successfully deploy the wallflex stent in a satisfactory position across the stricture. The patient was discharged on (B)(6), 2010. On (B)(6), 2010, during the scheduled stent removal, a cholangiogram revealed that the stent had migrated; it was no longer in a satisfactory position. The study stent was successfully removed without any patient complications. Following the stent removal, there was no evidence of a stricture requiring intervention.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.